Event description:
It was reported, the pt met with an sjm representative due to receiving ineffective stimulation. Reprogramming to provide resolution was unsuccessful. X-rays were taken and revealed one of the leads has pulled out of the ipg header.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.